Manufacturer narrative:
This is a report of use error in which the connection between the patient line and the extension was secured tightly enough by the patient. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of peritoneal dialysis therapy. The patient stated that the patient line extension set disconnected from the patient line. The patient clarified that they did not secure the connection tightly enough. The patient started over with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.